Event description:
A home care service representative contacted product surveillance to report a home patient (hp) having difficulty with a cassette. The hp stated she would see puddles of fluid on the floor repeatedly. There was no patient injury or medical intervention reported. Product surveillance contacted the home patient (hp) regarding the leak. The hp stated that the leak was caused by a hole in the patient line. She did not know what caused the hole in the line. She did not use any sharp objects to open the packaging. The sample was discarded. The hp stated there was no injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation summary: the sample was discarded and a batch review for the provided lot number was performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.